Event description:
A pt reported blood glucose results of "16.7 mmol/l and 11.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.